Manufacturer narrative:
(B)(4) (restlessness), (polyuria), (hyperalgesias), (opiate withdrawal). (B)(4). At this time no additional information was available, additional information regarding the patient and the device has been requested.

Event description:
Literature: lochner s, heinrich-grafe u, kirch w. [Withdrawal in a patient with an implantable drug delivery system in spite of continuation of opiate therapy]. Der internist. 2010;51(5):667-669. Summary: this is a case study. Reportable event: a (B)(6) male patient with several herniated vertebral disks in the lumbar region received an intrathecal pain pump which he had for 13 years. The patient was being treated with intrathecal administration of morphine (9.5 mg) in combination with clonidine (0.3 mg) to manage his pain. In (B)(6) 2008, the patient underwent a selective catheter revision because a catheter leak had been diagnosed at a kink in the catheter. One week following the revision, the patient experienced opiate withdrawal symptoms which included restlessness, polyuria, diarrhea and hyperalgesias over the entire skin surface. It was reported that following the surgical revision, the hcp adjusted the medications again so that the patient was treated with morphine at the dose of 8 mg. After the discontinuation of clonidine, he complained of the above-mentioned symptoms, which could also not be stopped with additional oral doses of 60-80 mg of morphine.